Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the broken fiber optic connector. The stm then performed a full functional verification. The iabp checked out ok. The stm also replaced the missing blood pressure transducer adaptor cable and provided the customer with spare at their request. The iabp was return to clinical service.

Event description:
It was reported that the fiber optic connector is broken on the customer's cardiosave intra aortic balloon pump. It is not known when the event occurred. However, no patient involvement or adverse event was reported.